Manufacturer narrative:
Plant investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system, and the serious adverse event of death, as the patient was undergoing treatment when the patient¿s expiration occurred. The definitive etiology of the serious adverse event is unknown; therefore, causality could not be established. It should be noted that a lack of additional clinical information precluded a more comprehensive investigation. However, based on the initial reporting, there was no indication a fresenius device(s) and/or product(s) was deficient or malfunctioned in any way. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the limited information available, the 2008t hemodialysis system cannot be disassociated from having a possible causal or contributory role in the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. However, given the lack of post event functional compliance testing results, no clinical follow-up, no treatment record, and no manufacturer investigation of the suspect device; this 2008t hemodialysis system cannot be excluded from having a contributory role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this unknown patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing hd therapy (date not provided). No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., discharge summary, death certificate, treatment record, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this unknown patient with renal failure (rf) on hemodialysis (hd) utilizing a 2008t hemodialysis system for renal replacement therapy (rrt) expired while undergoing hd therapy (date not provided). No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., discharge summary, death certificate, treatment record, patient demographics) were unsuccessful.